Event description:
A hosp reported an outbreak of pseudomonas in several pts after undergoing bronchoscopy procedures. The hosp indicated that it used the same bronchoscope (a pentax fb-15x) in each procedure, and that it processed the bronchoscope in the steris system 1 (ss1). The hosp reported that it ran cultures on the bronchoscope and ss1, and further stated that the cultures were positive for pseudomonas aeruginosa.